Event description:
The user facility the patient was transferred in from an outside hospital for a coronary artery bypass graft surgery and elective placement of an impella 5.5 device. The impella was successfully implanted and soon after, still in the procedure area, a controller failure with pump stopped occurred. Consequently, the impella 5.5 pump was replaced with a new impella 5.5. Reportedly, the patient did well thereafter with no complications.

Manufacturer narrative:
The automated impella controller was not received from the customer at the time of this MDR writing, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This is one of two devices associated with this event. Refer to manufacturing report number 1220648-2025-25736.

Manufacturer narrative:
The investigation for the reported issue has been completed. Data analysis: based on the logs, the console displayed ¿impella stopped (motor current high) [detected by epc] ¿ alarm,¿ event #13. Although the user restarted the pump several times, the impella stopped each. This confirms the reported failure mode. Even after the pump was moved from (B)(6) to (B)(6) as per the constellation, it was still unable to run, and the (B)(6) displayed event #13. A new pump (sn: (B)(6)) was then used in (B)(6), and no pump stop issues occurred. The support was successfully provided for 4 days and 17 hours. Device analysis: not applicable. Although ic10564 was requested, it was not returned for investigation. Root cause: the root cause of the pump stop was not determined as the (B)(6) was not returned for the investigation. There was no evidence in the log to confirm the reported failure mode, ¿controller error.¿ it is most likely that the pump stop was misreported as a ¿controller error.¿ h6 investigation type, findings and conclusions.